Manufacturer narrative:
Per evaluation by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer, "it was reported that during a case, there was an e02 error code "mother board failure" on the display of an unidrive unit. The surgeon could not complete the procedure thus the surgery had to be cancelled" could be confirmed. The cause of the failure are bent pins in the handpiece connector. This is assumed to be caused by the user. The defect should have been noticed during the inspection required by the IFU prior to use. E.g. IFU 96056038d, version 3.1 IFU contains the following note in chapter 6.10 assembly, inspection and care: "the cleaned and disinfected medical device must be visually inspected for cleanliness, completeness, damage and dryness: if residues or contamination are still present, the medical device must be manually cleaned and subjected to a full cleaning and disinfection process once more. Damaged or corroded medical devices must be withdrawn from use. Afterwards, a functional check must be carried out." The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the device had an e02 error code "mother board failure". The surgeon had to cancel the scheduled procedure on (B)(6) 2025.